Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient required surgery for a heart issue. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the patient's physician indicated the heart issue and surgery were not related to the device.